Event description:
It was reported that a smartsite 20mm vented vial access device had a broken spike and foreign matter before use. The following was reported by the initial reporter: "pharmacy department of our facility reported an unused, unopened spike that inadvertently contains a piece of broken device (see attached photographs). This corresponds to where the spike usually breaks."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-11. H6: investigation summary: one mv0420-0006 from lot 202034 was received for investigation. A visual inspection confirmed the customer¿s experience as an additional smartsite was present within the packaging of the product. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc. They confirmed that in this instance it is likely that the smartsite had inadvertently detached from another product and was unintentionally placed within the packaging alongside the mv0420-0006 product; the additional smartsite was then not identified during subsequent visual inspections due to human error. A review of the production records for lot 202034 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. H3 other text : see h10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a smartsite 20mm vented vial access device had a broken spike and foreign matter before use. The following was reported by the initial reporter: "pharmacy department of our facility reported an unused, unopened spike that inadvertently contains a piece of broken device. This corresponds to where the spike usually breaks."